Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site - reg #. Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/ suture retrieval issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The three additional proglide devices referenced are filed under separate medwatch report numbers. Exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in the right common femoral artery using a proglide device via a 7f sheath using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, no suture was present when the plunger was removed. Three additional proglide devices were used with the same results. The sutures of two new proglide devices from a different lot number were successfully preplaced. The sheath was upsized to 9f, 18f and 20f and the aaa procedure was completed. The successfully preplaced sutures of the two new proglide devices were used after the procedure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.